Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked from the piston during use.

Manufacturer narrative:
(B)(4). The customer returned an opened kit with various contents including an ars syringe. The ars syringe was visually inspected and no obvious or anomalies were observed. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did not snap back in to a position = 1cc after the ars was tested. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample did not pass the functional inspection. A lab inventory introducer needle was attached to the returned syringe and water was aspirated into the ars. Water and air filled the syringe with a significant amount of air bubbles entering. A device history record review was performed with no relevant findings. The customer reported issue of the ars syringe leaking was confirmed during the sample investigation. Functional testing confirmed that the seal was faulty. The probable cause of this issue is manufacturing-assembly related and a nonconformance request has been generated to further investigate this issue.

Event description:
The customer reports the ars (syringe) leaked from the piston during use.